Manufacturer narrative:
Concomitant medical products: dtmb1d1 crt-d, implanted: (B)(6) 2020 ; 5071-35 lead, implanted: (B)(6) 2011. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient presented to the emergency room due to syncope. There was suspected right ventricular (rv) lead undersensing during a ventricular arrhythmia. The rv lead remains in use. No further patient complications have been reported as a result of this event.